Manufacturer narrative:
Additional information received on october 27, 2022 indicated that the right-side cap con grade is IV. Date of event updated to march 13th, 2017. Manufacturer¿s reference number: (B)(4). This report which is still on time was mistakenly not reported: additional information received on october 9, 2022 indicated that the patient scheduled for removal on (B)(6), 2022. Reason for device explant and/or reoperation: capsular contracture grade IV.

Manufacturer narrative:
Additional information received on may 9, 2024 indicated that the patient experienced bilateral capsular contracture, unknown grade on the left side. As a result, patient underwent bilateral capsulectomy and bilateral replacements with unspecified implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with 450cc mentor memorygel breast implant has experienced left-sided rupture and right-sided capsular contracture unknown grade postoperative. The patient had MRI examination, done but she has not received the result. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.